Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has not been initiated based upon the reported info.

Event description:
A cusa excel 23 khz standard tip was reported to have broken in two after 10 mins of use. The unit was being used during a liver procedure and the unit was in contact with a pt but, there was no injury involved. The settings on the console were as follows; 70, 70, 70. An excel cem nosecone was not used during this procedure. The type of tissue was not known. The tip did not come in contact with another instrument or tool.